Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. Upon investigation, the left ventricular lead appeared with no capture on any vector at max output and pulse width. Programming changes were made to right ventricular only pacing. The patient was stable.